Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced persistent skin overgrowth on the abutment. Subsequently on (B)(6) 2015 the patient was administered general anesthesia to facilitate excision of the excess scar tissue and abutment exchange. The implanted device remains.